Event description:
The advocate stated her daughter received a blood glucose reading of 141mg/dl from the contour next link meter, re-tested on a different meter and received 45mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedthe advocate requested a new meter.